Event description:
I purchased an automated "blood pressure and pulse monitor" from (B)(6), item no. (B)(4). A quick survey of (B)(6) shows multiple sources selling this same, and other very similar products, in the range of (B)(6). The unit uses a cuff around the user's wrist. It pumps up the cuff and reports out digital pulse and pressure readings in a manner to mimic conventional blood pressure measurements. I was recently advised to monitor my blood pressure to deal with medical problems (onset of old age, for example.) The device is clearly very sophisticated, but the conditions of applying it to the wrist (my wrists are fairly large) are not repeatable. Even without resetting the device, of 10 or 20 sequential readings there were no repetitions, and only 1 or 2 readings I believed to be in a credible range. Clearly this device is unreliable, but purpose to deliver "blood pressure readings" which an uninformed person might use to determine the course of medical care.